Event description:
It was reported that a chest x-ray confirmed the left ventricular lead had dislodged into the right ventricle. The physician suspected the lead had dislodged during an unrelated procedure on (B)(6) 2014. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal lead characteristics.